Event description:
One touch basic enhanced meter was reading accurately low. The patient obtained a result of 29 mg/dl on the reported meter. They retested and obtained a result of 10. This reading is considered erroneous on its face since an individual is expected to have altered consciousness with such a low blood glucose value. The reporter was unable/unwilling to answer if the the patient had symptoms of high or low blood glucose level at the time of concern. The patient took insulin following use of the meter. They received no treatment from a medical professional. There is no indication that the patient experienced injury or medical intervention due to the product. The reporter also stated that meter test strip holder was damaged. The customer care representative walked the reporter through a control solution test. The result fell outside of the specified control solution range. Due to the failed quality control test, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.